Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported there was some fluid/blood on the tip of the extension that coagulated and created high impedances. This was observed during surgical intervention on (B)(6) 2025 when the extension was removed from the ipg header. As a result, the extension was appropriately cleaned and re-inserted into the ipg header. Issue was resolved post-op.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returning for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.